Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the impedance was greater than 2500 ohms on the right atrial lead. The lead was capped and replaced.